Manufacturer narrative:
The purpose of this investigation is to assess the reported issue involving a slipped rod and a loosened locking cap. A visual and functional evaluation could not be performed because the affected components were not returned, and no imaging was provided. According to the report a CT scan confirmed a slipped rod at s1. A revision procedure was subsequently performed to extend the previous fusion to the pelvis. During the revision, the screw from which the rod had slipped was found with the locking cap still fully engaged within the tulip. Because the affected components were not returned, we are unable to determine whether the locking cap loosened and caused the rod to slip, or if the rod slipped first and subsequently resulted in the locking cap becoming loose. The calculated observed risk level aligns with the expected risk level. Therefore, the system risk remains acceptable, and no further investigation is required. The following sections were updated for this supplemental report: b4, e1, g3, g6, h2, h6, h10.

Event description:
It was reported that the creo screw head somehow separated from the construct, resulting in a revision surgery extension of a previous fusion.

Event description:
It was reported that the creo screw head somehow separated from the construct, resulting in a revision surgery extension of a previous fusion.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.